Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, the atellica analyzers have been getting clogged by aspirating gel in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, the atellica analyzers have been getting clogged by aspirating gel in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Based on a review of the device history record for the potential incident lot numbers 4304694, 4346461, 5007618, 5063512, 5076676 and 512114 7, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure modes: clogged instrumentation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.